Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displayed error message user advisory 41 (patient temperature sensor failure) was confirmed during archive review and initial functional testing. The root cause was due to defective temperature sensor. The temperature sensor was replaced to remedy the fault. During visual inspection, the front enclosure was found to be cracked. Archive data review indicated multiple error message ua 41 occurred on the reported event date of (B)(6) 2017. The platform failed the initial functional testing due to the error message ua 41 displayed when the platform was powered on. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front enclosure was replaced, after which the platform has passed both the run-in and final functional test. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during shift check, the autopulse platform was displaying error message user advisory 41 (patient temperature sensor failure) when the platform was powered on. No patient involvement was reported.